Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen fractured after the user walked into a table, rendering the screen unreadable and the pump unusable; the affected component was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with external impact, with the device issue identified as a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.